Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine checks the cardiosave intra aortic balloon pump (iabp) pim could not pass calibrations. No harm is reported.